Event description:
It was reported that the patients ipg was not holding a charge. It was also stated that the patient was having difficulty charging the ipg due to a non-device related tear on the shoulder. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.